Manufacturer narrative:
Quest received the suspect device. The sample was investigated and the leaking was confirmed. The root cause was inferred to be due to insufficient solvent bonding between the bushing and the tubing. Quest will continue to monitor complaint trends. Quest has concluded its investigation.

Event description:
It was reported to quest medical that an mps delivery set was allegedly leaking at the inlet of the blood cassette. It was confirmed that there were no patient complications.